Event description:
Boston scientific received information stating, patient came into department feeling unwell. His ppm was checked. And it was discovered, that the a and v leads were put into the wrong ports at implant. Dr. (B)(6), event date: (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).